Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the sieve beds were blown, contaminating the unit, which confirmed the original complaint issue of unit shutting down. However, the failure of unit not alarming, which was the basis of the initial FDA filing, was not addressed during the return evaluation and therefore was not confirmed.

Event description:
The dealer states, the unit shuts down after about 5 minutes. No alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The dealer states, the unit shuts down after about 5 minutes. No alarm.